Event description:
It was reported that while using the ilet insulin pump, the patient administered additional subcutaneous insulin by pen without disconnecting the pump due to frustration with elevated glucose. Symptoms included hyperglycemia peaking at 436 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure of administering external insulin while connected to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.